Manufacturer narrative:
Additional data:

Event description:
Injection also took place the in tear trough.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental med watch will be submitted. This is a known potential adverse event addressed in the product labeling. (B)(4).

Event description:
Healthcare professional reported injecting the lip and smile lines with 2 syringes of juvéderm volbella® xc. About 3 weeks after injection, the patient experienced delayed onset redness, tenderness, firm nodularity/fullness, and swelling. The day symptoms began the patient was treated with oral benadryl, medrol dose pak, and hylenex injections. Symptoms resolved almost 2 months post injection. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00464 (allergan complaint # (B)(4)). This MDR is being submitted for juvéderm volbella® xc lot # v15la80466.